Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when it was inflated in the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured when it was inflated in the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal to the proximal end of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).